Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced hyperglycemia after an infusion set change with an ilet system, noting twisted and poorly positioned tubing that was resolved after the supply change and calibration of the pump to a confirmatory fingerstick value. Symptoms included elevated blood glucose. Outcomes included transient hyperglycemia that improved with hydration guidance and resumed normal operation, with no medical intervention or hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the elevated glucose was associated with infusion set/tubing positioning that impeded insulin delivery and resolved after correction. It was concluded that the event was attributable to infusion set/tubing placement leading to reduced insulin delivery, which resolved with proper setup and follow-up.